Manufacturer narrative:
The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that the circlip from the mets distal femoral replacement implant had moved out of place. The patient was suffering from a lot of pain due to the mobility of the axle resulting from the circlip displacement. A new circlip was placed on the implant. The surgeon was, however, unable to remove the displaced circlip from the tissues of the patient. (B)(4).